Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 39 was analyzed, and a visual evaluation noted that the working length and the cutting wire did not have any visual problems/damages. A functional evaluation was performed by introducing the device into the scope, and the handle was actuated. The distal section of the device was able to bow without any problems, indicating that the wire was not broken. No other problems with the device were noted. The reported event of wire break was not confirmed. Upon analysis, it was found that the working length and the cutting wire did not have any visual problems/damages. The distal section of the device was able to bow without any problems, indicating that the wire was not broken. Based on the condition of the device, the unit returned did not show evidence of either the alleged problem or any defect that could have contributed to the event reported. Based on all gathered information, it was determined that the investigation conclusion code for the reported complaint will be documented as no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). Additional information states that the device was energized prior to bowing; however, according to the IFU, the device does not need to be energized prior to performing sphincterotomy as energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity. Additionally, it was also indicated that the device was energized when not in contact with tissue; however, according to the IFU, it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Not maintaining direct and constant contact with tissue when applying electrocautery current may result in broken cut wire, damage to the endoscope and/or patient injury.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire broke off from the catheter at one end when it touched the guidewire during cautery. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was competed using another of the same device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: it was reported that the device was energized prior to bowing; however, according to the instructions for use (IFU), the device does not need to be energized prior to performing sphincterotomy as energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity. Additionally, it was also indicated that the device was energized when not in contact with tissue; however, according to the instructions for use (IFU), it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Not maintaining direct and constant contact with tissue when applying electrocautery current may result in broken cut wire, damage to the endoscope and/or patient injury.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire broke off from the catheter at one end when it touched the guidewire during cautery. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was competed using another of the same device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: it was reported that the device was energized prior to bowing; however, according to the instructions for use (IFU), the device does not need to be energized prior to performing sphincterotomy as energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity. Additionally, it was also indicated that the device was energized when not in contact with tissue; however, according to the instructions for use (IFU), it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Not maintaining direct and constant contact with tissue when applying electrocautery current may result in broken cut wire, damage to the endoscope and/or patient injury.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.